Event description:
Customer obtained pt result on the accu-chek inform system of 21 mg/dl, and pt lab result of 4 mg/dl. Customer reports additional comparisons which show 21 mg/dl on accu-chek inform system followed by lab result of 4 mg/dl. On both occasions, results were obtained within 10 minutes. Pt treated with ivd10w. No adverse event reported based on device results. New system sent to customer and return requested.